Event description:
It was reported that during a stenting treatment procedure stent damage occurred post-deployment. The target vessel being treated was located in the left anterior descending (lad) artery near the ostium. The 2.75x24mm promus element stent delivery system was advanced to the lesion and deployed. When attempting to postdilate the promus element stent the physician noticed the stent had compressed 4-5mm. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred post-deployment. The target vessel being treated was located in the left anterior descending (lad) artery near the ostium. The 2.75x24mm promus element stent delivery system was advanced to the lesion and deployed. When attempting to postdilate the promus element stent the physician noticed the stent had compressed 4-5mm. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was not returned for analysis. Kinks were also noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other device. (B)(4).